Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cutting tool was sticking at the end of the cannula and excessive force was needed to get it to come out of the end of the cannula. Case was completed using the original device. Pa decided to report it because they feared it could become a patient safety issue if the pressure needed to extend the device resulted in the cutting too suddenly popping out too far into anatomy. They also noted that it doesn't happen on every case, that when it does happen during a case it doesn't happen every time the tip is extended beyond the cannula. Cases were completed without incident or issue to the patient. The pa decided to report because it has been happening off and on and it just doesn't seem like something is right. No harm or injury to patient.

Manufacturer narrative:
(B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period march-2020 through feb -2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (4105/ 10 / 213 & 67) the device was returned to the factory for evaluation on 03/08/2022. An investigation was conducted on 04/05/2022. A visual inspection was conducted. The harvesting device was returned inside the cannula. Signs of clinical use and evidence of blood was observed on the harvesting device as well as on the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. There were no visual defects observed on the harvesting device. A reference endoscope was inserted into the cannula until it snapped into place. The harvesting device was inserted into the cannula with no physical or visual difficulties. There were no visual defects observed on the cannula. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
N/a